Event description:
Radiant warmer began to smoke. Power turned off immediately and smoking dissipated quickly.======================manufacturer response for radiant warmer, airshields warmer (per site reporter).======================technician inspected warmer. Smoke was from dust build up on top of the metal heat shield on top of the unit.